Manufacturer narrative:
(B)(4).

Event description:
It was reported that on removal of the dilator, the top of the sheath separated and was also removed. As a result, a non arrow catheter was placed. There was no delay in treatment. No complications or death occurred to the patient. The event occurred in the interventional radiology department.